Event description:
It was reported that before a procedure at the user facility, the device, got hot. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.